Manufacturer narrative:
An event of advancement difficulty through patient anatomy, frayed material, and vascular injury at the access site was reported. The device was returned to abbott for investigation. The sliding mechanism, deployment/re-sheath wheel, and 80% deployment button were all assessed, and all were functional with no anomalies noted. The inner shaft was observed to contain multiple kinks, and the tip of the valve capsule showed deformation, which is consistent with damage during use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported frayed material and vascular injury is likely related to the advancement difficulty through patient anatomy. However, the cause of the reported advancement difficulty could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as a graft was used to repair the vessel. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Fm to enter.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.